Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to g2 to add the foreign country. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established, nor could a speculative cause could be determined pertaining to the reported phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the preliminary evaluation found rust on the shaft of the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported ¿strong artifacts in the picture¿ on the hd autoclavable camera head. During the inspection of the returned device, rust was found on the shaft of the coupler. There were no reports of patient injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.